Event description:
Additional information received reported the patient received assistance from their healthcare professional (hcp) and their concerns were not resolved. It was noted the patient had an appointment with their hcp on 2014-(B)(6).

Event description:
It was reported that last year, the patient had an infection, like a blister, over their incision area on the back of neck where the leads are. The reporter stated that in november a healthcare professional restructured their scar by folding a piece of scar tissue over and suturing it. It was noted that in early april, the patient noticed the blister came back. It was further noted the patient saw another hcp in october who thought the blister was caused by infection in the wires. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998 lot# v007342v01, implanted: 2009 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but they were working with their healthcare professional or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013. Additional information received reported the patient had a blister that was growing over their scar at the lead site. It was noted the growth started in 2010. The reporter stated they had it removed in (B)(6) 2012 and now the growth had come back again. It was noted the patient saw a healthcare professional (hcp) who felt it was related to lead or there was an infection present. It was further noted that no cultures had been done on the blister. The reporter stated the hcp was not going to do anything at this time and the hcp stated it would keep coming back. It was noted there was no known accident or incident related to this event.